Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that electrogram (egm) review of this cardiac resynchronization therapy defibrillator (crt-d) system system revealed crosstalk oversensing of right atrial (ra) signals on the right ventricular (rv) lead. However there was no evidence of inappropriate therapy. Upon further evaluation, chest x-rays determined that this observed crosstalk oversensing was due to the position of the rv lead near the tricuspid valve. This crt-d system remains in service. No additional adverse patient effects were reported.